Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting infection/erosion and was explanted. No additional adverse patient effects were reported.